Manufacturer narrative:
This follow up report is being submitted to correct the medical device problem code in section h6 from 1250 to 2964 to properly align with what the initial reporter stated.

Manufacturer narrative:
Investigation summary: the customer reported air bubbles in the enteral feeding line located after the black rotor on the epump. No patient injury was reported. A device history record review was unable to be performed as the lot number reported was unknown. One used sample was received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of air in the line. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air bubbles in the enteral feeding line located after the black rotor on the e-pump. No patient injury was reported.